Event description:
The hosp reported that during ECMO, a leak was noted at the bottom end of the heat exchanger. The unit was changed out with no negative effect to the pt. There is no device available for return. The customer threw it away.